Event description:
An internal employee of varian medical systems became aware of a anecdotal report of a software anomaly in the eclipse treatment planning software from an overseas distributor located in japan. The anomaly was discovered during acceptance testing of a new eclipse installation. Eclipse software supports a technique known as dynamic conformal arc. This allows eclipse to combine rotational arcing field techniques with a dynamic mlc. Eclipse will allow up to 99 segments to be designated for an arc field without the use of a dynamic mlc. A dynamic mlc has the ability to designate up to 500 arc segments. If more than 99 segments are entered for an arc treatment in the dynamic mlc's properties window, it will cause an overflow condition in the dose calculation engine of eclipse that results in erroneous plan normalization and subsequently causes incorrect mu's to be computed.